Manufacturer narrative:
Based on the claim against the product, an investigation is in progress to determine the cause of this reported event. The harmonic ace instrument has been requested to be returned for failure analysis testing. As of the date of this report, the instrument has not yet been received.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the teflon pad of the harmonic ace instrument came out due to which the customer had to use a new device to complete the surgery. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the teflon pad damage to be related to the customer reported complaint. The instrument was found to have the teflon pad missing from the clamp arm. The missing piece was not returned with the instrument.

Event description:
Refer to h10/h11 for follow-up information.